Event description:
Overdelivery of 10% dextrose solution due to an operator error in programming the device. The pump had been infusing 10% dextrose solution at a rate of 4.5ml/hr. At 6:10am, the pump was reprogrammed to deliver at a rate of 405ml/h4, instead of the intended rate of 4.5ml/hr. At 7:00am, the pump was stopped after 311.2ml had infused. The patient experienced seizures, hyperglycemia, hyponatremia, hypokalemia, hyperosmolar syndrome, respiratory distress, hypotension, and unspecified cardiac arrythmias. The patient was treated with oxygen therapy, lasix, lorazepam, a phenobarbital infusion, a heparin infusion, and a dopamine infusion. An endocrinologist was consulted. It reportedly took one full day for the patient's blood glucose to return to normal limits. Initial ultrasound to the brain was negative for intracranial hemorrhage. The patient's long-term neurological prognosis can not yet be determined. The patient reportedly does cry with discomfort. In 2003, the patient's laboratory values were reported to be within normal limits. Though requested, no additional information was available.